Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 150mg/dl. Troubleshooting was performed and the device failed the displacement test. The caller stated that the insulin pump was not exposed to an MRI. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test or verify alarms in alarm history screen due to motor error alarms.